Manufacturer narrative:
Concomitant medical products: ddbc3d1, ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the atrial lead exhibited undersensing and it was noted that there was a "failure to sense" on the electrocardiogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.